Event description:
It was reported that the user¿s spouse encountered an inability to attach the connector to the ilet, with the connector resisting and not turning when a filled cartridge was installed, while it could be attached easily without the cartridge; the rewinding step reportedly produced little piston movement or sound, and the user transitioned to backup therapy while the ilet was replaced. Symptoms included hyperglycemia with levels in the lower 300s. Outcomes included prolonged time above range for most of the day without hospitalization, emergency treatment, or ketone testing; a correction injection was administered by the spouse, reducing glucose to the 200s. Investigation included customer service triage, photo review confirming the connector was flush, and device replacement. Investigation of this case revealed a suspected mechanical interference or connection failure at the connector¿pump interface associated with the connector and cartridge assembly. It was concluded, based on previously established findings for similar reports, that the cause was an interaction between the connector and cartridge during attachment leading to occlusion of normal operation, with device replacement deemed appropriate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.